Event description:
The customer reported that during testing, the heartstart mrx was shocking at different energy levels that selected. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was not in use when the problem occurred.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during testing, the heartstart mrx was shocking at different energy levels that selected. There was no indication of patient involvement.